Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported during a patient¿s hemodialysis (hd) treatment the 2008k2 machine would not perform the ultrafiltration. The patient was moved to another machine to finish treatment with no harm, no adverse event or blood loss reported. The biomedical technician (biomed) reported that the sensors and hydraulics were worn. The biomed replaced the damaged parts, the machine was calibrated, rinsed and passed functional test. The machine is operating correctly and has been returned to service at the user facility. Regarding, patient involvement, there was no additional information provided.